Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the child patient faced two infusion sets insulin flow blocked events on (B)(6) 2025. The infusion set was in use for four hours. The blood glucose level was high. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.